Event description:
User reports issue with discrepant bicarbonate and sodium results. Five examples provided. Sample 5 run in 2008, initial sodium >180 mmol/l, repeat 128 mmol/l. Erroneous results were reported, patient not adversely affected. Field service representative determined root cause to be detergent on cell rinse mechanism was set too high and adjusted the cell rinse mechanism. Performance tests were performed which were within specifications.

Event description:
User reports issue with discrepant bicarbonate and sodium results. Five examples provided. Sample 2 run in 2008, initial bicarbonate result 43 mmol/l, repeat 22 mmol/l.. Erroneous results were reported, patient not adversely affected. Field service rep determined root cause to be detergent on cell rinse mechanism was set too high and adjusted the cell rinse mechanism was set too high and adjusted the cell rinse mechanism. Performance tests were performed which were within specifications.

Event description:
User reports issue with discrepant bicarbonate and sodium results. Five examples provided. Sample 4 run in 2008, initial bicarbonate result 41 mmol/l, repeat 25 mmol/l. Erroneous results were reported, patient not adversely affected. Field service representative determined root cause to be detergent on cell rinse mechanism was set too high and adjusted the cell rinse mechanism. Performance tests were performed which were within specifications.

Event description:
User reports issue with discrepant bicarbonate and sodium results. Five examples provided. Sample 1 run in 2008, initial bicarbonate result 46 mmol/l, repeat 27 mmol/l. Erroneous results were reported, patient not adversely affected. Field service rep determined root cause to be detergent on cell rinse mechanism was set too high and adjusted the cell rinse mechanism. Performance tests were performed which were within specifications.

Event description:
User reports issue with discrepant bicarbonate and sodium results. Five examples provided. Sample 3 run in 2008 , initial bicarbonate result 43 mmol/l, repeat 23 mmol/l. Erroneous results were reported, patients not adversely affected. Field service representative determined root cause to be detergent on cell rinse mechanism was set too high and adjusted the cell rinse mechanism. Performance tests were performed which were within specifications.